Event description:
On (B)(4) 2012, customer reported that the dxc 600i instrument was failing ion selective electrode (ise) calibration and the modular chemistry (mc) sample probe was spitting when it washed the probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the collar wash vacuum valve. Fse also cleaned the electrolyte injection cup, checked the valves and bleached the vacuum lines. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).